Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test and displacement test. No failed battery test, replace battery now or battery power loss alarms noted during testing. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. Unit received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple alarms. The customer¿s blood glucose level was 293 mg/dl at the time of the incident. The customer stated that the insulin pump had recurring failed battery test, replace battery now, and low battery alarm. The customer stated that troubleshooting was done previously and the called back due to alarms recurred. The customer was advised to discontinue use of the insulin pump. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.